Event description:
Ambulance personnel were treating a full arrest pt. Reportedly, the apex connector of the defibrillation adapter would not stay connected to the electrode. However, the operator continued treatment using the standard paddles. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the pt's lack of viability.